Event description:
It was reported to a zoll distributor that during a pt event, the autopulse device stopped compressions after about 15 minutes of use with battery (s/n (B)(4)) without notice. Battery s/n (B)(4) was then inserted into the device and it too stopped compressions after 13 minutes of use without notice. There was an attempt to cycle power on the device; however, the same results were achieved. Add'l info was received thereby it was reported when batteries came out of the charger the led for both batteries exhibited a green light indicating a full charge. The batteries were charged within two days before placing into active operation. Manual CPR was initiated. No outcome of the pt could be provided.

Manufacturer narrative:
The nimh battery (s/n (B)(4)) was returned to the distribution and archive data was collected. Battery test data indicated that the battery remaining capacity was within spec; however, the battery wattage was out of spec. Note: autopulse platform s/n (B)(4), MFR report # 3003793491-2013-00552. Nimh battery s/n (B)(4), MFR report # 3003793491-2013-00553. Nimh battery s/n (B)(4). MFR report # 3003793491-2013-00554.